Event description:
The trunnion of the exeter modular rasp broke during an attempt to remove the instrument from the bone after trial reduction. The tip of the trunnion disassociated from the rasp and remained in the rasp handle. Repeated attempts to remove the rasp failed and it remains in the patient until a revision surgery is done, date unknown.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.